Event description:
It was reported that while the patient was recovering in the hospital post ICD system replacement, the patients condition deteriorated. The patient exhibited posturing and was then intubated. Upon device interrogation, it was found that the patient received therapy for vf. Patient was moved from the floor to the critical care unit where he expired later that evening. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was ventricular fibrillation. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.